Event description:
Facility claims base dropped with pt on the table. Table movement was approx. 6 to 8 inches. Pt was on table. No injuries were reported.

Manufacturer narrative:
The product is not being returned for further evaluation.